Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed self-test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. No sensor signal not found alert noted. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case corner of belt clip rails near battery compartment, cracked retainer, retainer knit line damage and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Retainer ring damage confirmed. For additional information regarding the tests performed refer to (B)(4) appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced transmitter was not connecting to the pump. The customer reported no adverse event. The event involved product(s) mmt-7911na, mmt-1880l, and mmt-7020a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return was required for mmt-7911na. The customer discontinued to use of the device, product return was required for mmt-1880l. No product return was required for mmt-7020a.